Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high out of range shock impedance measurements were observed on the right ventricular (rv) lead. This device was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.